Event description:
The customer complained false negative reactions of a d positive control sample with cell 1 of biotestcell 3. Customer had sent neither the complained lot of biotestcell 3 nor the control.

Manufacturer narrative:
Summary: the review of the batch record documentation showed no irregularities which might have affected negatively the quality of the complained lot. Due to the confirmed complaint a risk analysis was performed. On the basis of the result of the risk analysis we decided that no market related activities are necessary. A CAPA has been initiated to intensify the efforts to find the root cause for the complaint.